Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a scope detection failure and no image during a diagnostic procedure involving an olympus video system center. There was no patient injury reported.